Event description:
It was reported that pump displayed malfunction alarm code 9 with no notable events occurring beforehand. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by correction injection using multiple daily injections, and did not require assistance from a third party. Customer contacted technical support to reset pump using provided instructions; malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction code appeared again, and customer acknowledged and understood instructions.